Event description:
A report was received that the patient was experiencing charging difficulty after electrocuatery was used during a previous pocket revision (MFR report # 3006630150-2011-00315). The physician has recommended an ipg replacement.

Manufacturer narrative:
Additional information was received that the patient underwent a ipg replacement procedure. The patient is doing well. The explanted ipg will not be returned as it was discarded by the medical facility. A review of the manufacturing documentation of the ipg revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing charging difficulty after electrocuatery was used during a previous pocket revision (MFR report # 3006630150-2011-00315). The physician has recommended an ipg replacement.